Event description:
At about 3 months after the primary, the patient came in reporting pain to a loose cup. The surgeon revised the cup, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03 february 2023. Lot 2206557: (B)(4) items manufactured and released on 05-oct-2022. Expiration date: 2027-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.